Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy for device removal). Essure was removed. At the time of the report, the device dislocation, dysmenorrhoea and menstrual disorder outcome was unknown. The reporter considered device dislocation, dysmenorrhoea and menstrual disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available) hysterosalpingogram on (B)(6) 2013 essure device was not successfully occluded. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure , device location of device: omentum") and device breakage ("device breakage") in a 26-year-old female patient who had essure (batch no. A66683,a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and anemia. Concomitant products included colecalciferol (vitamin d3) since 2017, ferrous sulfate since 2017, ibuprofen since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety") and mood swings ("hormonal changes-mood swings"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type:right eye blurry") and visual impairment ("bad vision") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), nausea ("nausea") and abdominal pain lower ("right quad pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, vaginal haemorrhage, mood altered, depression, headache, nausea, vision blurred, fatigue, weight increased, abdominal pain lower, anxiety, visual impairment, mood swings, abdominal pain, back pain and arthralgia outcome was unknown, the menorrhagia, migraine and dyspareunia had resolved and the dysmenorrhoea and menstrual disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was not successfully occluded. Lot number: a66683 manufacture date: 2012-11 expiration date: 2015-11. Lot number: a95863 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-nov-2018: new pfs received- new events added : mood swings, abdominal pain, lower back pain, joint pain. Onset date added for the events of pelvic pain and dysmenorrhea. Outcome of events menstruation issue and pelvic pain was updated from unknown to recovering/resolving. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure , device location of device: omentum") and device breakage ("device breakage") in a 26-year-old female patient who had essure (batch no. A66683,a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 2 years 9 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type:right eye blurry"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("right quad pain") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and visual impairment ("bad vision"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (partial)) and surgery (underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menstrual disorder, mood altered, vaginal haemorrhage, depression, headache, nausea, vision blurred, fatigue, weight increased, abdominal pain lower, anxiety and visual impairment outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia, migraine and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was not successfully occluded lot number: a66683, manufacture date: 2012-11, expiration date: 2015-11. Lot number: a95863, manufacture date: 2013-01, expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of ptc (product technical complaint ) incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure, device location of device: omentum") and device breakage ("device breakage") in a 26-year-old female patient who had essure (batch no. A66683, a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and anemia. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 2 years 9 months after insertion of essure, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), vision blurred ("vision/eye problems type:right eye blurry"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("right quad pain") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and visual impairment ("bad vision"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (partial)) and surgery (underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, menstrual disorder, mood altered, vaginal haemorrhage, depression, headache, nausea, vision blurred, fatigue, weight increased, abdominal pain lower, anxiety and visual impairment outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia, migraine and dyspareunia had resolved. The reporter considered abdominal pain lower, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was not successfully occluded. Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received. Lot no added. Following event: mental anguish, device breakage and bad vision were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device/migration of essure , device location of device: omentum") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and anemia. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 9 months after insertion of essure, the patient experienced mood altered ("mood changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type:right eye blurry"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("right quad pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("dysmenorrhea") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menstrual disorder, mood altered, vaginal haemorrhage, depression, headache, nausea, vision blurred, fatigue, weight increased and abdominal pain lower outcome was unknown, the dysmenorrhoea was resolving and the menorrhagia, migraine and dyspareunia had resolved. The reporter considered abdominal pain lower, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, nausea, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Hysterosalpingogram - on (B)(6) 2013: essure device was not successfully occluded. Most recent follow-up information incorporated above includes: on 14-may-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. The following events were provided: mood change, vaginal haemorrhage, menorrhagia, depression, migraines, headaches, nausea, dyspareunia (painful sexual intercourse), blurry vision right eye, fatigue.event outcome of dyspareunia, migraines, menorrhagia, updated to recovered.event outcome of dysmenorrhea updated to recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure , device location of device: omentum'), embedded device ('left fallopian tube: embedded within proximal fallopian tube'), device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in a 26-year-old female patient who had essure (batch no. A66683,a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy. Concurrent conditions included endometriosis, anemia, mood swings, depression and poor vision. Concomitant products included colecalciferol (vitamin d3) since 2017, ferrous sulfate since 2017, ibuprofen since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety") and mood swings ("hormonal changes-mood swings"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type:right eye blurry") and visual impairment ("bad vision") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), nausea ("nausea") and abdominal pain lower ("right quad pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy and underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, embedded device, device breakage, fallopian tube perforation, mood altered, depression, headache, nausea, vision blurred, fatigue, weight increased, abdominal pain lower, anxiety, visual impairment, mood swings, abdominal pain, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the dysmenorrhoea and menstrual disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for : pain , abnormal bleeding,fallopian tube perforation, device breakage, migration (B)(6) 2016 (per mr) partial removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was not successfully occluded. Lot number: a66683 manufacture date: 2012-11 expiration date: 2015-11. Lot number: a95863 manufacture date: 2013-01 expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: mr received. Reporter's information added.medical history were added.event: left fallopian tube: embedded within proximal fallopian tube we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure , device location of device: omentum'), device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in a 26-year-old female patient who had essure (batch no. A66683,a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and anemia. Concomitant products included colecalciferol (vitamin d3) since 2017, ferrous sulfate since 2017, ibuprofen since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety") and mood swings ("hormonal changes-mood swings"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type:right eye blurry") and visual impairment ("bad vision") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), nausea ("nausea") and abdominal pain lower ("right quad pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy and underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, mood altered, depression, headache, nausea, vision blurred, fatigue, weight increased, abdominal pain lower, anxiety, visual impairment, mood swings, abdominal pain, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the dysmenorrhoea and menstrual disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: patient received treatment for : pain , abnormal bleeding,fallopian tube perforation, device breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was not successfully occluded. Lot number: a66683. Manufacture date: (B)(6) 2012. Expiration date: 2015-11. Lot number: a95863. Manufacture date: (B)(6) 2013. Expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device/migration of essure , device location of device: omentum'), device breakage ('device breakage') and fallopian tube perforation ('fallopian tube perforation') in a 26-year-old female patient who had essure (batch no. A66683,a95863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included endometriosis and anemia. Concomitant products included colecalciferol (vitamin d3) since 2017, ferrous sulfate since 2017, ibuprofen since 2013 and paracetamol (acetaminophen) since 2013. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety") and mood swings ("hormonal changes-mood swings"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2014, the patient experienced migraine ("migraines"), headache ("headaches"), vision blurred ("vision/eye problems type:right eye blurry") and visual impairment ("bad vision") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2016, the patient experienced mood altered ("hormonal changes describe: mood changes"), nausea ("nausea") and abdominal pain lower ("right quad pain"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy and underwent laparoscopic bilateral salpingectomy for device removal/hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, mood altered, depression, headache, nausea, vision blurred, fatigue, weight increased, abdominal pain lower, anxiety, visual impairment, mood swings, abdominal pain, back pain and arthralgia outcome was unknown, the vaginal haemorrhage, menorrhagia, migraine and dyspareunia had resolved and the dysmenorrhoea and menstrual disorder was resolving. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood altered, mood swings, nausea, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for: pain, abnormal bleeding,fallopian tube perforation, device breakage, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: essure device was not successfully occluded. Lot number: a66683; manufacture date: 2012-11; expiration date: 2015-11. Lot number: a95863; manufacture date: 2013-01; expiration date: 2016-01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered: abnormal bleeding.event:fallopian tube perforation were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.